Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d10, e1 (event site mail), e3, g3, g6, h2, h6 (impact code), h11.

Event description:
It was reported before use that cs100 intra aortic balloon pump(iabp) unit not getting switched off. There was no patient involvement reported.

Event description:
It was reported that cs100 intra-aortic balloon pump(iabp) unit is not getting switched off. There was no patient harm or injury reported.

Manufacturer narrative:
B)(6). A supplemental report will be submitted upon completion of our investigation.